Event description:
It was reported that the flexor sheath from a rosch-uchida transjugular liver access set separated. During the procedure, the sheath experienced significant resistance during advancement, and a slight, clear fracture-like sound was heard. The sheath was gently and quickly removed from the patient and the surgical area to avoid complications. The surgical area condition was evaluated, and another like-device was obtained and was used to successfully complete the procedure. A provided photo shows the shaft of the flexor sheath broke. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone: (B)(6). H3 - device evaluated by mfg?: device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.